Event description:
Per the clinic, the recipient experienced burning pain and pressure at the implant site, which persisted following an MRI procedure. The surgeon observed a semi-lunar impression beneath the scalp that was reportedly not present prior to the MRI. Based on the clinical findings, the surgeon suspected that the implant magnet had shifted and that the receiver/stimulator may have displaced from its implant bed. However, a CT scan confirmed that the implant array remained in situ. Subsequently, surgery to reposition the magnet was completed on (b)(6) 2026. The implanted device remains.